Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 3.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the mounted stent was lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts on proximal row 1 and distal rows 1 and 2 were lifted. The undamaged mid-section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildy tortuous and mildly calcified right coronary artery (rca). A 3.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the mounted stent was lifted. The procedure was completed with another of the same device. No patient complications were reported.